Manufacturer narrative:
(B)(4). No adverse event has been reported. Additional information, including the device details and return of the instruments has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that there was a rusty apperance on some unity instruments.

Manufacturer narrative:
(B)(4) final report. The device details have been requested, however, they have not been provided and thus the device manufacturing records could not be identified or reviewed. The reported devices were not returned and photographs were not provided and thus the reported issue could not be verified. Following feedback from the field the process inspection and instrument refurbishment processes have been updated in aim to reduce the potential for this issue to re-occur and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that there was a rusty appearance on some unity instruments (specific device details have not been provided).